Manufacturer narrative:
The device was received, and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing when it failed to recognize an open door. Service evaluation verified the failure to recognize an open door. The cause was identified to be a failed input/ output printed circuit board. The input/ output printed circuit board was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device did not recognize an open door. There was no patient involvement. No additional information is available.